Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller stated that the implant was removed because it "broke" but they had to leave one of the leads in. Agent did not ask details due to nature of the call. Caller inquired about MRI eligibility. The caller stated "they" are not worried about the pain pump, just the lead that is still implanted. Agent consulted with tech services, reviewed abandoned component and MRI compatibility with the caller, and suggested MRI facility can call tech services if further guidelines are needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.